Manufacturer narrative:
Event eval: still under investigation.

Event description:
Standard angiographic procedure under local anesthesia. Retrograde right common femoral artery puncture. The 6f sheath (terumo radiofocus). Initial arteriography using 4f pigtail cook catheter. Stenosis crossed over aortic bifurcation with terumo glide wire (180cm heavy duty glidewire) via pigtail catheter. The 7mm x 4cm cook balloon advanced through stenosis and dilated several times, latterly up to 22 atmospheres (cook inflation device). Balloon ruptured with audible 'pop'. Balloon withdrawn over aortic bifurcation. Catheter extracted from sheath but only half of balloon retrieved along with sheath. Wire left in situ. Position of balloon fragment in right common femoral artery confirmed with ultrasound. Patient transferred to ward and then theatre for surgical exploration of right common femoral artery under general anesthesia (1 hour procedure). Uneventful post-op. Course, to date. Transverse balloon rupture and fracture unusual. The physician is not entirely sure that the whole of the device has been retrieved. There is a segment of catheter material missing, which is hopefully stretched over the wire.